Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced pain with intercourse (dyspareunia), diarrhea, severe cramping to her low abdomen and back, urinary frequency, urinary tract infections, overactive bladder, atrophic vaginitis, constipation, chronic urethrotrigonitis, urethritis, urinary urgency, slight difficulty with bowel evacuation requiring digital manipulation of the posterior vaginal mucosa to help stool evacuate, small distal rectocele, pelvic pain, dysuria, interstitial cystitis, painful bladder syndrome, mesh related pain, pelvic floor dysfunction, myofascial pain, bladder instillations, hemorrhoids, anal fissure, bloody stool, burning in lower pelvis, painful orgasms, blood in urine without urinary tract infection, pressure in pelvis and bladder, vaginal bleeding and discharge, stress urinary incontinence, urinary urge incontinence, pushing to empty completely, malfunction of genitourinary device, significant weight gain, vulvar atrophy, anterior mesh arms palpable and tender at apex, suprapubic pain, pain with sitting, pulling sensation, levator spasm, slowing of urinary stream, sharp pain with bowel movements, a shelf of mesh that appeared to obstruct a hard stool proximal to it, tenderness along the sacrospinous ligaments bilaterally, right side iliococcygeus tenderness and obturator tenderness, left side iliococcygeus tenderness and obturator tenderness, urethral hypermobility, mild intermittent urinary retention, obstructive intermittent uroflow, recurrent vaginal vault prolapse, cystocele, rectocele, and enterocele. She has required multiple non-surgical interventions and one surgical intervention of mesh removal. It should be noted that pelvic floor physical therapy was recommended on multiple occasions, however, the patient never scheduled.